Event description:
Clinical report states, patient was revised due to adverse local tissue reaction and infection. Update rec'd 06/19/2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records prior to being revised, the patient was experiencing pain. An MRI prior to revision indicated, the patient had metallosis and an osteolytic process with bony erosion. The patient had elevated metal ion levels as well. At this time, the femoral stem is going from an MDR no to an MDR yes, and a screw and cup are being added to the complaint. Part/lot information is being added to the femoral head. The complaint was updated on: 07/09/2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy synthes has been informed that the catalog number and lot number is not available.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or review of device history records was not possible as the necessary product/lot code combinations were not provided. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.